Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). On (B)(4) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse adjusted the liquid surface detection and the hand touch ad values from the eki board. The fse performed a clog sense test and ran quality controls (qc). All results were within acceptable range. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause for error 2076 clogging detected at specimen and 2235 bf probe 1 suction failure as the eki board needed to be adjusted.

Event description:
On (B)(6) 2017, a customer reported error 2076 clogging detected at specimen and 2235 bf probe 1 suction failure on the aia-900 instrument. The customer performed the wash probe maintenance and error 2235 cleared, however, error 2076 was not resolved. The customer cleaned the probe with warm water but the error persisted. The customer is unable to run patient samples on progesterone (prog) on (B)(4) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for prog. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.